Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the hcp was trying to stimulate three contacts, poor impedance was observed. The lead and device were switched multiple times and consistently showed poor impedance. The lead was changed out and worked according to what hcp likes to have.